Manufacturer narrative:
The device was returned to the MFR and samples were taken for further analysis. This report will be updated when the eval is completed.

Event description:
It was reported during the repair process the handpiece leaked a substance described as blood or oil. There was no pt involvement or adverse consequences related to this event.